Event description:
Test done on patient using the product. The test result was reported as positive, >50 for tetrahydrocannabinol(thc). Patient contacted risk management to report she has never used this drug and was concerned about the results.later during investigation a letter from manufacturer of test revealed it has had many occurrences of false positive with this test.====================== health professional's impression======================biosite, the manufacturer of product sent out a product advisory notice that states there was an increase in the number of customer calls re unexpected positive thc results when using this test.====================== manufacturer response for drug screening test, triage tox drug screen pn 94400======================received notice from company at same time we were investigating this patient's complaint about the unexpected number positive results of this test.